Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a broken cautery cord at distal tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the instrument was identified during the reprocessing inspection in cp. Isi received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint regarding a broken cautery cable was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.